Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" discovered via MRI against right device. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening side assessed, as fold flaw opening. Additional observation: no penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, "rupture". Discovered via MRI. Against right device. Device has been explanted and replaced.